Event description:
It was reported, the patient had a partial knee arthroplasty implantation surgery and approximately 8 years later a revision surgery was performed due to unknown reason. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). Medical device: oxf anat brg lt md size 4 PMA; item# 159548; lot# 376980. Oxf uni tib tray sz c lm PMA; item# 154722; lot# 810720. Oxford resection 3pk strk 6 h; item# 506124; lot# 948229. Multiple MDR reports were filed for this event, please see associated reports: 3002806535 - 2022 ¿ 00332, 3002806535 - 2022 ¿ 00333. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
(B)(4). It was reported that arthritis progressed to lateral side and patient needed a total knee replacement, therefore the patient was revised. Product did not fail to meet expectations. Given this information, this medwatch will be voided.

Event description:
It was reported that arthritis progressed to lateral side and patient needed a total knee replacement, therefore the patient was revised. Product did not fail to meet expectations. Given this information, event is not reportable; this medwatch will be voided.